Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if issue returned, and no further outcome information was reported.